Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that a foreign material was found inside the package. A 035/260/1 (bx/1) amplatz super stiff guidewire was selected for use. However, when the product was removed from the box, a hair inside the package was noticed. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: unit returned with its original unopened pouch. Pictures were attached and it is possible to see a hair was observed through the unopened pouch. Also, it was observed that the pouch information matches with the complaint information. Visual inspection revealed the pouch was closed, and no open section was identified; however, a hair was observed through the pouch. There are no visual defects, contamination or damages observed on the pouch. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that a foreign material was found inside the package. A 035/260/1 (bx/1) amplatz super stiff guidewire was selected for use. However, when the product was removed from the box, a hair inside the package was noticed. The procedure was completed with a different device and there were no patient complications reported.

Event description:
It was reported that a foreign material was found inside the package. A 035/260/1 (bx/1) amplatz super stiff guidewire was selected for use. However, when the product was removed from the box, a hair inside the package was noticed. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the device was not returned by the costumer, nevertheless pictures were attached. And it is possible to see a hair was observed through the unopened pouch. Also, it was observed that the pouch information matches with the complaint information. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.